Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced insulin leakage at the infusion site associated with each cartridge change, resulting in the need to replace the infusion site daily and subsequent hyperglycemia. Symptoms included elevated blood glucose. Outcomes included no long-term impairment and no hospitalization. Investigation included attempts to obtain additional information and provide troubleshooting and user education by phone. Investigation of this case revealed that the issue could not be reproduced or further characterized due to inability to reach the user for a guided change process. It was concluded that the cause of the reported leakage and hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.